Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 400-499 mg/dl. Tandem technical support made multiple attempts to follow up with customer, but was unable to do so.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.